Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Testing of the device found it to be within specification and the customer reported issue 'does not recognize when set is inserted; does not show tube load screen' could not be reproduced. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize when the set was inserted and did not show tube load screen. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.